Manufacturer narrative:
G4: 06jun2020. B4: 08jun2020. Attempts were made to contact the customer to obtain additional information regarding the device's evaluation and repair. The customer did not respond to these attempts. A supplemental report will be submitted if new information is obtained. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020.

Event description:
The customer reported navigation ring failure. There was no patient involvement or user harm reported.